Manufacturer narrative:
On 11/15/2019, during analysis of the sample, it was observed to be damaged and was received in two parts. A crease was observed within tear. No additional anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the condition reported due to excessive force to the chest; since this issue is related to car accident. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/4/2018, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: implant site hematoma, generalized illness, surgical intervention, breast pain, rupture, chest injury. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 7/12/2019, during analysis of the sample, it was observed to be damaged and was received in two parts. A crease was observed within tear. No additional anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The cause for the condition reported is due to excessive force to the chest; since this issue is related to car accident. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female a (B)(6) year old caucasian female patient who underwent breast augmentation with mentor memorygel breast implant 350cc on (B)(6) 2008 experienced a car accident in 2017 and experienced intermittent sternal pain with question of a hairline fracture. The patient presented on (B)(6) 2018 reporting pain for the last prior months of a different nature under the right breast and right breast upper pole flattening. An MRI post accident in (B)(6) 2018 revealed no implant rupture. The patient had an additional MRI in (B)(6) 2018 that indicated bilateral ruptures. Post rupture, the patient reported that she experienced the following that was reported via medwatch form mw5077786: "implants ruptured and I have since developed consistent itching, burning, and pain in both breasts, eczema rashes on my body and scalp. Skin breaking out, fatigue, weight gain, constant body aches, joint pain. Headaches, vertigo, dry mouth and eyes, bruising easily and digestive issues. The patient underwent bilateral secondary mastopexy, pectoral muscle repair, tissue removal (right 99g and left 58 grams), and en bloc removal of "disrupted" ruptured implants on (B)(6) 2018. 2 drains were placed under repaired muscle. The patient presented on (B)(6) 2018 with right breast swelling and ecchymosis with a suspected hematoma. The patient underwent evacuation of small right breast hematoma where approximately 100cc of dark clotted blood was removed. No active bleeding was noted. A #10 fr drain was placed under the muscle. The patient tolerated the procedure well. This report contains supplemental information for mentor psr reference number (B)(4). This medwatch is for the right breast implant.